Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected weak battery alarm, low battery alert and blank display noted during the testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer states the pump had a blank display. Customer declined to troubleshoot for high readings. The customer replaced the battery and the insulin pump alarmed weak battery. The product was not returned for analysis.